Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from october 28, 2022, to october 31, 2022. H10: one device was received for evaluation. The unit contained 92 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. The infusor unit was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor would not flow; further described as "it does not flow down the hose". This was identified during filling of the device with sodium chloride. The device was connected to a syringe, however, the device flowed "a little" and slowly. There was no patient involvement. No additional information is available.